Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of no image was confirmed. The device evaluation found that the lack of image was caused by a defective printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the video processor had no image or just flickering. The issue was found preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to d4, e3, g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.